Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that during a supply change the user connected a new short infusion set tubing to an old long tubing and connector, was unable to release the anchor to remove it, chose to leave the old long tubing and connector in place with the new infusion set, and then resumed insulin, after which blood glucose was 292 mg/dl and later trended down. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no alerts or alarms. Investigation included customer service troubleshooting and education and review of available reports. Investigation of this case revealed user handling and setup error related to infusion set and tubing configuration, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.